Manufacturer narrative:
The device involved in the event is not available for evaluation. However, the customer provided a photograph and a batch record review is pending by testing and investigation.

Event description:
The customer contact reported, a plum set leaked paclitaxel from the filter, after 30 minutes of the infusion, by an unspecified device at a pressure of 200. The staff changed the tubing set, without further issues. There was no reported harm or adverse event.

Manufacturer narrative:
Updated: contact name. The device did not return for evaluation, however, a picture was provided by the customer. It does not confirm the reported filter leak. Therefore, a comprehensive investigation could not be performed and a probable cause cannot be identified based on the information that has been provided. A batch record review was performed for lot 936455h and no discrepancies or non-conformances were found that would have contributed to a complaint of this nature. The quality assurance review of the final visual and physical evaluation results indicated that the product met specification requirements as well as zero defects were noted.